Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time and date had reset to factory default and could not confirm whether the issue occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/23/2013. Device evaluation: review of the black box revealed the pump had been running on the factory default date and year setting. On testing, the pump powered on normally. The display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly without discoloration. The pump was exercised for 5 days with no time issue occurring during the testing. The pump was powered off on 06/24/2013 for a period of 70 minutes. On reboot, the pump did not maintain the correct time and date. The pump was opened for investigation and revealed the internal clock battery to be leaking.